Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced infusion set was loose and reservoir was filled with air. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, diaphoretic which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-431ag, mmt-342, mmt-1884l. High bgs/under delivery customer reported high bgs. Tape not sticking customer reported an issue with infusion set tape sticking. Air bubbles customer reported air bubbles. No further patient complications were reported. No product return is required for mmt-431ag. No product return is required for mmt-342. No product return is required for mmt-1884l. The customer will continue using the device.